Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images was performed and found the device broken over a table. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy when the drill bit drilled the bone, it was very hard and the drill bit broke. All the drill bit pieces were removed with an hemostat. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11 h2: corrected data on d4 and h4

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device finds the device returned with the drill head fractured away from the shaft at the distal end of the flexible portion of the shaft. An evaluation of the customer provided images was performed and found the device broken over a table. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force to the device or an impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.